Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during interrogation a right ventricular (rv) lead alert was noted. Non-physiological noise was seen on the rv channel of the electrogram. There were intermittent high thresholds, intermittent oversensing, and impedance trends were gradually rising. Oversensing and high/out of range impedance could be recreated with pocket manipulation. Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range, pacing capture threshold in the rv (right ventricle) was intermittent, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Automatic lead diagnostics shows elevated count of ventricular non-physiological sensing detected since lead warning occurred on (B)(6) 2014. There was apparent oversensing in some ventricular high rate episodes. Automatic lead diagnostics shows maximum ventricular lead impedance increased to greater than 9999 ohms the week of (B)(6) 2014. A ventricular lead warning occurred on (B)(6) 2014. There was a high count of open circuit/high impedance paces since the warning. Ventricular capture management trend shows threshold increased from an approximate baseline of 1 volt up to greater than 2.5 volts the week of (B)(6) 2014. Threshold remained elevated and variable.